Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported discrepancy between sensor glucose value and blood glucose value and experienced hyperglycemia. Customer reported sensor glucose value was 202 mg/dl and blood glucose value was 348 mg/dl. The hyperglycemia blood glucose value was 456 mg/dl and treated with insulin pump. The event involved product mmt-386a,mmt-7040a,mmt-1884,mmt-332a. Troubleshooting was performed. It was unknown whether the auto mode feature was active at the time of incident. It was unknown whether the customer had been using an insulin pump within 48 hours of reported event. No further patient complications were reported. No product return was required for mmt-386a,mmt-1884,mmt-332a. Mmt-7040a was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose issue. Glucose sensor product performed as expected within the specification. It is unlikely that the reported event was caused due to glucose sensor. Therefore, this event is considered not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.